Event description:
Device was returned for repair. During service, technician found that the device did not operate properly. This is report 1 of 1 for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the cable/cord was damaged, there was a hole in the hose and the safety lock was damaged as well. Additionally the functional testing revealed that the motor did not perform properly, it jerked forcefully in the lower rotation speed. Detergent residue was found, due to improper cleaning or maintenance. The repair was too expensive, therefore the device was replaced.